Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to zero pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) customer reported that they could not zero the pressure channel. Could not duplicate problem. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. All available information has been provided and no further information is available.

Event description:
N/a.